Event description:
Consumer complaint of about blood result reading "lo". Nurse (B)(6) called for customer she states the customer feels well and requires no medical attention. Customer's expected blood results are 110-115mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: the nurse states this morning during the visit she witnessed the "lo" display, when they tested with the office precision meter the blood result was 114mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about blood result reading "lo." Nurse (B)(6) called for customer, she states, he, customer feels well and requires no medical attention. Customer's expected blood results are 110-115mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). The nurse states this morning during the visit she witnessed the "lo" display, when they tested with the office precision meter the blood result was 114mg/dl. No adverse event reported.